Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.:it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that stent thrombosis and chest pain occurred. The patient presented with acute anterior wall myocardial infarction (awmi). Vascular access was obtained via the right femoral artery. The target lesion was located in the proximal left anterior descending (lad) artery. After the left main coronary artery was cannulated with a 6fr non bsc guide catheter and a non bsc guidewire crossed the lesion, thrombosuction was performed with a non bsc aspiration catheter. A 12 x 3.00mm taxus¿ liberté¿ drug eluting stent was implanted directly across the lad at 14 atmospheres for 30 seconds. Post dilatation was done using a 3x9 maverick balloon catheter at 16 atmospheres for 30 seconds. The end result was good. 5 days post procedure, the patient complained of severe chest pain and was diagnosed with acute extensive awmi. Coronary angiography (cag) revealed 100% occlusion with in-stent thrombus of the taxus¿ liberté¿ stent. Thrombosuction was performed with a 6fr non bsc aspiration catheter and predilation using a 2x12 maverick balloon catheter. A 2.75x23 non bsc stent was deployed across the lad. Intra coronary injection of nitroglycerin (ntg) & sodium nitroprusside was administered and the end result was good. No further patient complications were reported and patient's status was stable.